Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The synchroseal instrument was analyzed and found to have a dislodged distal washer. It was not returned with the instrument. Fa also found tears at the proximal end of the jaw cover. There were no signs of thermal damage at the tears. No material was found missing. The complaint was confirmed by failure analysis. The pivot pin of the synchroseal instrument has a machined end and a swaged end with washers affixed on both sides. If the swaged end of the pin is incomplete, the washer may become separated, and the pin can become displaced. The probable root cause may be attributed to either damage during use or the manufacturing process. Damage during use can result from instrument collisions or improper intraoperative cleaning with another instrument. Manufacturing-related failures may be caused by issues or variability during the swaging process.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the synchroseal was missing parts. The user was completing the procedure as planned using a backup synchroseal with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.